Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a protruded/loose drive support disk, missing end cap sticker, cracked reservoir tube lip, and scratched screen.

Event description:
The customer reported that the bottom of the insulin pump was coming out and the drive support cap was protruded. The blood glucose reading was 165mg/dl. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.